Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the plug of the video cable section contained foreign material, distal end of the insertion section had contour sharpness, the cover glass of the insertion section was scratched. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had error 226 during inspection for use. There were no reports of patient involvement.